Event description:
Information was received indicating that during pre-test of a smiths medical cadd cassette reservoir, leak was noted at the time of preparation of antineoplastic. No adverse effects were reported.